Manufacturer narrative:
Cardinal health is awaiting receipt of the affected device from the customer in order to complete the investigation. Investigation results pending at this time, a follow-up report will be submitted once the device is received and evaluated.

Event description:
The frame directly above both front wheels bent when the patient attempted to use it.

Manufacturer narrative:
Based on the suppliers results of investigation, the device history record review did not indicate any exception that could lead to the reported incident. The device master record was checked and there has been no material, design or production procedure changes. The device was returned for investigation and the front frame was bent above both wheels. Tests were conducted on tubing thickness and tubing hardness and both results are within specification. From the investigation, the root cause for the reported issue could not be determined. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident.